Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: upon device evaluation it was found that the set screw was disengaged from the screw. No relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: the exact root cause cannot be determined conclusively, hence is multifactorial.

Event description:
It was reported that on (B)(6) 2012, the patient underwent the surgery. The pain and an abnormal noise occurred to the patient's iliac. The surgeon confirmed x-ray. And he found that the rod of s2ai(right) loosened. Therefore the patient underwent the revision surgery(screw and rod removed) on (B)(6) 2016.

Event description:
It was reported that on (B)(6) 2012, the patient underwent the surgery. The pain and an abnormal noise occurred to the patient's iliac. The surgeon confirmed x-ray. And he found that the rod of s2ai (right) loosened. Therefore the patient underwent the revision surgery(screw and rod removed) on (B)(6) 2016.